Event description:
Additional information received reported there was some resistance in the phenom during pipeline delivery. There was no problem with the navien catheter. The pipeline was not placed in a bend when it failed to open. It was clarified that the distal end of the pipeline failed to open due to the distal stent being damaged.

Manufacturer narrative:
B5 updated with additional information received. H6. Coding updated based on additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: analysis cannot be completed as device was not returned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
No new additional received.

Event description:
Medtronic received a report that after surgical evaluation, the customer decided to use our dense mesh stent for treatment. Based on preliminary data measurements, a ped2-450-20 dense mesh stent was selected for the procedure. After device hydration, the phenom27 (p27) microcatheter was positioned at m2, and device delivery began. Once the stent was positioned along the microcatheter, the customer began stent deployment. The customer began retracting the phenom27, approximately 8mm, with the stent tip at the level of m1. However, the stent morphology did not show opening. The customer waited 30 seconds, but it still did not open. The customer repeated the retraction and procedure, but the stent morphology remained unchanged. Therefore, the guidewire delivery method was changed. The stent tip morphology was problematic. The customer believed the stent had been damaged during delivery, so the entire p27 and stent were removed, replaced with a new p27 and a new stent. Subsequent procedures proceeded normally, the stent opened successfully, and the surgery was completed smoothly. The pipeline was used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for dense mesh stent implantation of a saccular, unruptured ophthalmic artery segment aneurysm with a max diameter of 7mm and a 5mm neck diameter. Landing zone: distal: 4.3mm and proximal: 4.6mm. It was noted the patient's vessel tortuosity was moderate. Access vessel was the femoral artery. Dapt (dual antiplatelet treatment) was administered. After the customer replaced the stent, an angiography was performed on both the anteroposterior and lateral sides. The angiography result post procedure showed that there was significant retention of contrast agent in the aneurysm, and all the blood vessels were there. Ancillary devices include a navien 5f115, 6f115 guide catheter and phenom27 microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.